Manufacturer narrative:
An engineering investigation was conducted based on a photo of the delivery catheter segment since the delivery catheter was discarded at the facility. The photo included a detached portion of the polyimide guidewire lumen. It appeared that the polyimide guidewire lumen detached at the trailing olive junction. The remainder of the product (pxc141400)was not included in the photo. No product was returned, and therefore unavailable for the evaluation. It was reported that the radiologist felt a resistance when he tried to insert the device into the gate and he pushed the delivery system that broke and provoked the premature deployment of the contralateral leg endoprosthesis. The the gore® excluder® aaa endoprosthesis instructions for use specifically states, ¿warning: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ based on the available information, the root cause for the polyimide detachment could not be determined at this time. The results of this investigation did not warrant a CAPA. This type of occurrence will continue to be trended and appropriate actions will be taken as they are deemed necessary.

Event description:
On (B)(6) 2015 a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk-ipsilateral leg endoprosthesis was positioned above the renal artery since the patient was on dialysis. The contralateral gate was cannulated. A 12 fr gore® dryseal sheath was inserted from the left common femoral artery. Due to the length of treatment, it was not possible to advance the sheath completely to the contralateral gate. The contralateral leg endoprosthesis was inserted and advanced. Resistance was felt during advancement. A suggestion was made to remove the device and try dilating the gate with a balloon. The suggestion was not taken, and the device was pushed further. The device was then observed to self-deploy within the aneurysmal sac. The delivery system of the contralateral leg endoprosthesis was removed, and upon inspection, it was noticed the distal end of the catheter, which lands proximally in the anatomy, had broken off and remained in the patient. Another contralateral leg endoprosthesis, (pxc14100) was deployed as a bridge between the contralateral gate of the trunk-ipsilateral leg endoprosthesis and the proximal end of the contralateral leg endoprosthesis (pxc141400) which had deployed in the aneurysm sac. Another contralateral leg endoprosthesis (plc201400) was used as an extension, landing in the left common iliac artery. The catheter fragment was retrieved from the patient by removing the guide wire and sheath. The patient did well following the procedure.

Manufacturer narrative:
A photo of the catheter fragment will be used for analysis. Concomitant medical products: rlt351418 lot # 13312023, dsl1228 lot # 13649540, pxc141000 lot # 13651631 and plc201400 lot # 13663882. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use states: warning: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.